Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Conclusion - device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
The MFR received info alleging a ventilator was alarming. There was no harm or injury reported.